Manufacturer narrative:
The reported event could not be confirmed during the investigation since the alleged failure was not reproduced during functional testing. The device inspection revealed the following: targeting arm was received and the device shows normal signs of usage. No damage or deformation was observed with respect to the failure a functional inspection was done on the returned targeting arm using a sample nail, tissue protection sleeve, drill sleeve and drill in which it was found that the drill is easily passing through the distal hole of the nail. Therefore, the device is functional, and the event is not confirmed. Given the device was confirmed to be fully functional, the root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The following information was reported: "several advanced gamma surgeons have since the introduction of gamma 4 experienced issues with the distal screw which misses the troch nail." This record covers surgery 3 out of 3.

Event description:
The following information was reported: "several advanced gamma surgeons have since the introduction of gamma 4 experienced issues with the distal screw which misses the troch nail." This record covers surgery 3 out of 3.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.